Manufacturer narrative:
(B)(4) -(revision surgery); (B)(4) (persisting back pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient was admitted to the facility, where the patient underwent spine fusion surgery using rhbmp-2 on the lumbar region of her spine from vertebrae l4 to s1. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, patient had increasing low back pain, with pain and radiculopathy in her left leg. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery in (B)(6) 2011. Patient continues to experience chronic lower back pain, with pain radiating to her buttock and left hip, numbness in her left leg, tingling in the toes of her left foot, and weakness of her left leg. Patient is unable to bend over, and cannot sit, stand, or walk for extended periods of time.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperatively diagnosed with status post transforaminal lumbar interbody fusion at l5-s1. Pseudoarthrosis at l5-s1. Degenerative disk disease at l4-l5. Left l5-s1 foraminal stenosis and underwent the following procedures: retroperitoneal exposure of the anterior lumbar spine for interbody fusion of the l4-l5 and l5-s1 interspaces. Anterior lumbar interbody fusion at l4-l5 and l5-s1. Insertion of an interbody fusion device with precision graft at l4-l5 and l5-s1. Removal of anterior instrumentation of the peek cage at l5-s1 from the previous surgery. Posterior spinal fusion at l4-s1. Posterior spinal instrumentation at l4-s1. Removal of a previous segmental instrumentation at l5-s1. Left l5-s1 transfacet foraminal decompression. As per the operative notes: ¿all the pseudoarthritic material was removed. The interbody device was removed in a piecemeal fashion. The endplates were then burred down to nice bleeding cancellous bone, and a precision interbody fusion device packed with bone morphogenic protein and crushed cancellous allograft was packed at the ls-s1 disk space for the fusion.next we went to l4-l5 level. Endplates were prepared. Another precision interbody device was packed with crushed cancellous allograft and local autogenous bone grafting and packed into the l4-l5 disc space for the fusion.the patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿